Manufacturer narrative:
MDR 3003442380-2026-16488 / initial 1 of 4 name- medtronic minimed street-18000 devonshire street city- northridge web state- ca zip code- 91325 zip four- 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that patient faces there is leakage at insertion site and elevated high bg and treated via mdi on (B)(6) 2026.